Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated the patient had a medical history of persistent atrial fibrillation.

Manufacturer narrative:
Updated data: b7. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Another relevant device is: d-evolutfx-34; lot number: 0012752491; use by date: 2026-may-17; UDI number: (B)(4). Updated data: b5, d10, h6, h6. The codes present in section h6. Correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that the stroke event was now reported as possibly related to the delivery catheter system (dcs) and causal related to the implant procedure and the transcatheter valve.

Event description:
It was reported that one day following the implant of this transcatheter bioprosthetic valve, the patient fainted in the hallway and was subsequently taken to bed by a nurse. Blood pressure was 120/70 millimeters of mercury (mmhg) with a heart rate of 70 beats per minute (bpm). A neurological examination was performed and was unremarkable. The patient was oriented to three qualities but was not oriented to time. The patient thought that it was four years prior to the current date. Prolonged hospitalization was required. Diagnostic tests were performed and subacute infarction in the left precentral gyrus was diagnosed. The stroke symptoms resolved within 24 hours and the event was noted as resolved one day after onset. Per the physician, the stroke event was possibly related to the valve and probably related to the valve implant procedure. Two days after the implant of the valve, electrocardiogram (ECG) identified a new left bundle branch block (lbbb). Diagnostic tests were performed. No treatment was provided. The lbbb was noted as not resolved. Per the physician, the lbbb event was possibly related to the valve and the valve implant procedure. Additional information received indicated the patient had a medical history of persistent atrial fibrillation. Additional information was received to report the lbbb first presented on the same day as the valve implant procedure.

Manufacturer narrative:
Updated data: b3. Date of event b5. A third paragraph was added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that reported the mild to moderate ai as paravalvular leak (pvl).

Manufacturer narrative:
Corrected data: h10 added updated data: b5 h6. Annex a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Continuation of d10: product ID {d-evolutfx-34}; product lot/serial number (B)(6); product type: {delivery catheter system (dcs); implant date {na}; explant date {na} product ID {l-evolutfx-34 }; product lot/serial number (B)(6); product type: {compression loading system (cls)}; implant date {na}; explant date {na} medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that one day following the implant of this transcatheter bioprosthetic valve, the patient fainted in the hallway and was subsequently taken to bed by a nurse. Blood pressure was 120/70 millimeters of mercury (mmhg) with a heart rate of 70 beats per minute (bpm). A neurological examination was performed and was unremarkable. The patient was oriented to three qualities but was not oriented to time. The patient thought that it was four years prior to the current date. Prolonged hospitalization was required. Diagnostic tests were performed and subacute infarction in the left precentral gyrus was diagnosed. The stroke symptoms resolved within 24 hours and the event was noted as resolved one day after onset. Per the physician, the stroke event was possibly related to the valve and probably related to the valve implant procedure. Two days after the implant of the valve, electrocardiogram (ECG) identified a new left bundle branch block (lbbb). Diagnostic tests were performed. No treatment was provided. The lbbb was noted as not resolved. Per the physician, the lbbb event was possibly related to the valve and the valve implant procedure.

Manufacturer narrative:
Updated data: h6 (delivery catheter system) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.